Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 29.2-29.5cm from the connector pin consistent with lead friction to the ICD can.the etfe coating was intact at the same location. Reliability laboratory technician; st. Jude medical crmd reliability laboratory; no complaint received with return of device. Failure (event) observed during analysis.